Event description:
It was reported that 35 unspecified bd connecta had the stopcock loose (25), were damaged (5), and/or, leaked (5) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (5), the stopcock inadvertently disconnects from mating component (25), and the bd connecta¿ stopcock is defective or damaged (5). Please see full survey response on attached excel file. Additional information related to stopcock inadvertently disconnects from mating component: "vasoactive drug perfusion was suspended."

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 35 unspecified bd connecta had the stopcock loose (25), were damaged (5), and/or, leaked (5) during use. The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (5), the stopcock inadvertently disconnects from mating component (25), and the bd connecta¿ stopcock is defective or damaged (5). Additional information related to stopcock inadvertently disconnects from mating component: "vasoactive drug perfusion was suspended."